Event description:
The customer called for assistance with performing control tests. She performed 2 tests during the call and received a result of 228 mg/dl. The contour ts normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.